Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was low tidal volume. There was no patient involvement at the time the issue was discovered. There was no patient or user harmed. The customer's engineering department discovered and triggered the alarm. The reported issue was investigated by the customer's engineering department, and it was determined there was a malfunction in the air-oxygen module. The customer's engineering department resolved the reported issue. The device passed required performance verification tests per philips standards and was returned to service.